Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose of 40 mg/dl. The customer stated that they were outside, running around with the dog. Also, it was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 53 mg/dl but the blood glucose was 111 mg/dl. And because of the low sensor glucose value the insulin pump kept beeping and had gone into threshold suspend mode. At the time of the phone call the customer's blood glucose was 73 mg/dl and the sensor glucose value was 40 mg/dl. Troubleshooting was performed and everything tested within specification. The insertion site was correct and was not irritated or sore. Nothing further was reported.